Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw0719 showed eight other similar product complaint(s) from this lot number. The complaints for this lot number (rebw1339) have been reported from two (B)(6) facilities.

Event description:
It was found that there was unsmoothness at the end of the guidewire and the sheath could not slide over the guidewire in 7 devices. This report addresses the third of the seven devices. The device was not used in/on the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire with subsequent difficulty inserting the microintroducer was confirmed, but the exact cause was not determined. Three guidewires were returned for investigation. Each guidewire was received in its hoop. The blue tip straighteners had been removed from the hoops and were not returned. A red colored residue was observed on two of the wires. Dislocations were observed in adjacent coils at one end of each guidewire. The grind pattern on the coil wire was misaligned, which indicates that the dislocations occurred after the guidewires were manufactured. Two of the guidewires exhibited a break between the coil wire and the weld tip. A tactual investigation revealed nothing remarkable. The broken end of the coil wire would not stretch over the weld tip. The outside diameter of each guidewire, away from the dislocated coil wire, was within specification. This type of damage can occur if the coil wire is twisted near the weld tip; however it is unknown where or how the damage occurred. The samples were forwarded to the manufacturing facility for further review. Reynosa evaluation: the complaint of ¿unsmoothness at the end of the guidewire¿ is confirmed but the exact cause is unknown. According to the photo visual evaluation of the guidewires show dislocations that were observed in adjacent coils at the proximal end of the guidewires but based on bas evaluation the outside diameter of each guidewire was within the specification which confirms that guidewires were damaged during the insertion, the cause of this condition is unknown. A lot history review (lhr) of rebw0719 showed eight other similar product complaint(s) from this lot number. The complaints for this lot number (rebw1339) have been reported from two (B)(6) facilities.

Event description:
It was found that there was unsmoothness at the end of the guidewire and the sheath could not slide over the guidewire in 7 devices. This report addresses the third of the seven devices. The device was not used in/on the patient.